Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart even after inserting a new battery. Customer's blood glucose value was unknown. Customer reports they were able to clear the alarm and rewind the insulin pump completely. Customer has experienced another alarm after a battery change. The customer was advised to continue to wear the insulin pump until replacement arrives, the insulin pump will be returned for analysis.